Event description:
It was reported that the right ventricular lead was repositioned. No information regarding the reason could be found. Patient is in stable condition. No further information was provided.